Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with umbilical tape. The customer states that the umbilical tape of the tourniquet has broken/snapped while the surgeon is trying to secure the aortic cannula. Customer states no medical intervention required as a result of the breakage.

Manufacturer narrative:
Submit date: (B)(4) 2012. Product monitoring contacted the customer, (B)(6), on (B)(6) 2012 regarding lot info. The customer reported he had no further lot info to provide. The report refers to product code 8888585000, vascular torn kit, with an unk lot number. Because a sample was not returned, we were unable to perform a thorough f/u investigation including functional and visual evaluations to confirm the defect and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. A device history record review could not be performed because a lot number could not be provided. As part of our mfg process, all device history records are reviewed and approved by quality, prior to release of product. If add'l info is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes.